Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg level. Customer updated their pump settings to address the event.